Manufacturer narrative:
No information was provided. Y-connector leak can occur due to solvent bond failure. A corrective action request has been issued to the manufacturing site.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the y-connector. No injury was reported.